Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 for high and low blood glucose. Blood glucose level was over 500 mg/dl at the time of incident. Blood glucose reading was 165 mg/dl at the time of call. It was unknown whether customer used auto mode. Customer stated that insulin pump had loss of communication issue with the transmitter. Troubleshooting was not performed for high blood glucose event. The device will not be returned for analysis. No further customer complications were reported.